Event description:
The patient's pd rn called tech support to report that the peritoneal dialysis cycler overfilled the patient on (B)(6) 2013. After the patient had completed her prescribed ccpd treatment, she did a daytime drain of approximately 3400ml. Additionally, she reported that the patient experienced shortness of breath and requested that the cycler be replaced. The following treatment data was provided by pd rn: drain 0: 1400ml; fill 1: 1999ml drain 1: 2188ml; fill 2: 1999ml drain 2: 1827ml; fill 3: 1999ml drain 3: 2218ml; fill 4: 1999ml drain 4: 2218ml; fill 5: 1999ml no drain 5. The pd rn stated there has been alarming but was unable to provide further information since she is not with the cycler. Additionally, the pd rn advised the patient to revert to manual exchanges. Post treatment, the patient completed a manual drain of approximately 3400ml. The reported large post treatment drain exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed of the information provided. A large intra-peritoneal volume drained manually following the patient's prescribed ccpd treatment occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.